Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was not confirmed. Based on the results of the investigation, and since the device malfunction was not confirmed, the definitive root cause of the reported issue could not be determined. The investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that during an endoscopic retrograde cholangiopancreatography (ercp) procedure, the distal cover fell off from the doudenovideoscope. The physician then proceeded with an oesophago-gastro-duodenoscopy (ogd) procedure. The distal cover was found in the patient's mouth and was retrieved. It was noted that the distal cover was broken. There were no further reports of patient harm. This report is 2 of 2, for the doudenovideoscope.